Event description:
On (B)(6) 2013 the reporter contacted animas for a supply order, and during the call mentioned that the patient had been in the hospital due to seizures. The reporter stated that the seizures were not related to diabetes, blood glucose (bg), or the pump. The reporter stated that the seizures were due to another medical condition but would not elaborate. No further details regarding the hospitalization were provided. According to animas records, the patient has been using a pump donated to him by someone else for delivery of a medication for adrenal issues. Follow-up with the reporter on (B)(6) 2013 clarified that the pump is being used to deliver solucortef for an adrenal disease and the patient does not have diabetes. The reporter re-iterated that the hospitalization was related to seizures due to an adrenal disease and had nothing to do with blood sugar or diabetes. There was no implication of a pump malfunction. This complaint is being reported based on the allegation that the patient received medical attention while using the pump for off-label use.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. According to animas records, the serial number of the donated pump that the patient has been using is (B)(4).